Event description:
I was using my one touch verio iq glucose meter (made by lifescan) to perform a pre-dinner blood glucose check. The meter reported a reading of 292. However, I have a continuous glucose monitor as part of my insulin pump setup and it was reporting 147. My general body sense also agreed with the 147 (but falling) level. I re-checked with the meter and got a reading of 142. This is not the first time the meter has reported a value far in excess, or far below, the actual level. Had I not had the correlating cgm value, and had I reacted based on the one erroneous reading, it would have lead me to taking a large amount of insulin, which then would have lead to a drastic, even fatal, low blood sugar.